Event description:
Caller reported a malfunction on the pump, with malfunction code 12 displayed. There was no adverse impact to the customer's blood glucose level. Cts provided pump reset information and assisted the caller with resetting the pump, after which the malfunction code did not recur. The customer was advised they could continue using the pump and to call back if the malfunction code recurred. The caller acknowledged and understood the instructions.